Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components.